Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Oropharyngeal pain [pharyngodynia], pharyngeal oedema [throat oedema], bronchospasm [bronchoconstriction], laryngeal dysplasia [laryngeal dysplasia]. Case description: this case was reported by a physician via call center representative and described the occurrence of pharyngodynia in a patient who received denture cleanser (japanese polident for partials (polident for partials with taed)) tablet for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started japanese polident for partials (polident for partials with taed). On an unknown date, less than a day after starting japanese polident for partials (polident for partials with taed), the patient experienced pharyngodynia, throat oedema, bronchoconstriction, laryngeal dysplasia (serious criteria gsk medically significant) and accidental ingestion of product. On an unknown date, the outcome of the pharyngodynia, throat oedema, bronchoconstriction and laryngeal dysplasia were recovering/resolving and the outcome of the accidental ingestion of product was unknown. It was unknown if the reporter considered the pharyngodynia, throat oedema, bronchoconstriction and laryngeal dysplasia to be related to japanese polident for partials (polident for partials with taed). [Clinical course] on an unknown date, the patient accidentally ingested 1 tablet of japanese polident for partials (polident for partials with taed) and spitted it 1 hour later. On an unknown date, the patient consulted the reporting hospital for pharyngodynia (seriousness: non-serious) next day. Extensive oedema of laryngeal and hypopharyngeal mucosa (seriousness: non-serious) and bronchoconstriction (seriousness: non-serious) were seen, and the patient was intubated. On an unknown date, laryngeal web formation (serious criteria gsk medically significant) was seen after extubation. On an unknown date, the events had a recovering tendency with conservative therapy such as infusion or oral administration.